Event description:
An error message was reported with the abbott diabetes care (adc) device in use with sm-a525f samsung phone with android operating system version 13. Customer received a "scan error" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness, and was unable to self-treat, requiring third-party treatment of "glugagen injections" (doses unspecified) by a non-healthcare professional prior to contacting emergency services (es). Upon arrival, an es healthcare professional (hcp) provided third-party treatment of intravenous glucose (type/dose unspecified) for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with sm-a525f samsung phone with android operating system version 13. Customer received a "scan error" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness, and was unable to self-treat, requiring third-party treatment of "glugagen injections" (doses unspecified) by a non-healthcare professional prior to contacting emergency services (es). Upon arrival, an es healthcare professional (hcp) provided third-party treatment of intravenous glucose (type/dose unspecified) for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Product quality engineering (pqe) investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported scan error message with the freestyle librelink application. Successfully start sensor and received glucose reading using a similar configuration and was unable to reproduce the complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.